Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that the chair is very touchy, and the chair is surging.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional observation- the joystick functioned and drove in all directions with no touchiness or surging was observed. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging or being touchy, but the controller was not returned and the programming could not be checked to see if it might be the cause of the touchiness in the complaint. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional observation- the joystick functioned and drove in all directions with no touchiness or surging was observed. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging or being touchy, but the controller was not returned and the programming could not be checked to see if it might be the cause of the touchiness in the complaint. Customer states that the chair is very touchy, and the chair is surging.